Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/05/2011 device evaluation:the pump has been returned and evaluated by product analysis on (B)(6) 2011with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of adhesive found under all key contacts.

Event description:
The patient reported that the ok and up buttons were sticking and intermittently responding. The patient reportedly wore the pump in a pocket and did not clean the pump.